Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Upon interrogation of the device, ventricular rhythm around 140-160 bpm, with excessive undersensing on the discrimination channel was observed. The rhythm was below the vt zone cut off, and undersensing on the discrimination channel does not affect therapy delivery. The ventricular rhythm was very unstable, but that the rhythm could possibly have been a ventricular tachycardia. Non-sustained rv oversensing on stored egm was observed before the patient expired. The arrhythmia was not fast enough for the device to bin intervals as vt/ vf. Undersensing on the discrimination channel had no bearing on the device not delivering therapy. If intervals were fast enough to be binned, secure sense would have gone to passive and therapy would have been delivered. It was reported that the cause of death was unknown.